Event description:
The initial reporter received a questionable creatinine (creap2) assay result for one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 56.1 umol/l. The repeat result from the analyzer on duplicate testing was 18.3 umol/l. The repeat result from another cobas analyzer was 58.0 umol/l. The repeat result from the other analyzer was 58.8 umol/l.

Manufacturer narrative:
The creatinine (creap2) reagent lot number is 916751. The expiration date was not provided. The field service engineer inspected the analyzer and found kinetic errors, which indicated contamination issues. He then replaced and adjusted the sample probe. Since these interventions, instrument performance has been verified, and qc results are stable. The investigation determined the event was consistent with a hardware issue (misadjusted/clogged/bent sample probe). The investigation determined that the service actions resolved the issue.